Event description:
It was reported that the patient presented for a routine follow up. The left ventricular lead exhibited loss of capture due to dislodgement. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Please retract this report 2017865-2014-01718, this should have been submitted as a follow up report for 2017865-2013-07538.